Event description:
Third party repair center called in and stated that the consumer's motors are leaking and dripping on their floor. Dealer stated the end user just purchased the power chair off of (B)(6). Dealer stated no injuries.